Event description:
It was reported that the parent of patient informed about a software malfunction. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up assistance, and no further action was required.